Event description:
A peritoneal dialysis (pd) patient a cycler had a blank screen issue which occurred during step 7 of setup. The patient pressed ok, stop and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted the cycler, the ok and stop keys lit up but the screen remained blank. Due to the blank screen issue, the cycler was replaced. The technical support representative advised the patient to discontinue the use of the cycler and to perform capd/manuals. Upon follow up, it was confirmed that the patient was able to complete treatment manually on the reported day. No patient adverse event was experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2346 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.